Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of corrosion against the provided product and lot code combinations. The investigation can draw no conclusions with the informatoin provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip pain. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates there was a large amount of black material a the junction between the taper and femoral neck, consistent with possible corrosion.